Event description:
Clear care contact solution. I have clear care contact solution to clean/disinfect my contact lens. I also have contact normal saline solution to rinse by contacts. Both bottles are white and the same size, same bottle configuration. I did not have by contact lens in - so I was not able to read the label on the bottle. I accidently grabbed the clear care solution to rinse my contact lens and placed the lens in my left eye. Extreme burning started immediately. I could not open my eye to get the contact out for a few minutes. I finally got the contact lens removed. Immediately rinsed my eye with normal saline and also water from the faucet. My eye was painful and red. I was not able to wear the contact lens after. It has been 13 hours and my eye is still red (somewhat better) and still hurts. The clear care contact solution should not look like the same bottles of saline contact solution. It should be a different colored bottle and a different bottle design. If my eye does not improve in 24 hours I will seek medical attention. If I have any damage to my eye, I will see the advise of a lawyer. Medication administered to or used by the pt: yes. Where did the error occur: pt's home. Pt counseling provided: unk. Pt's age: adult (18 - 64 years).